Event description:
During baxter's functionality testing it was found that a spectrum pump alarmed for a sys error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "sys error 105" alarm was confirmed during the eval. The sys error 105 was observed during power up and caused by a failed motor (flex). The failed motor assembly was replaced.